Event description:
End user said he go out of his bed and into his wheelchair, and it broke in half. He said that he fell over, but managed to get himself collected back up. He looked at the damage to the chair. He said the rivet was broken that holds the cross tubes together. He said he was a little sore, but he has back issues, with a bullet still in his back. He thought he was okay.